Event description:
It was reported that post pph procedure, the patient is having chronic pain. The operation was done within parameters. It was noted that he staple line was, in places, close to the dentate line. No other information available at this time.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we are unable to check manufacturing records for any related non-conformances. Complaint information is trending on a regular basis to determine if further investigation is warranted.